Event description:
The customer reported the system will not save or annotate images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera and hard drive and interface pcb. System is operating as intended. (B)(4)